Event description:
It was reported the pt felt a burning sensation while recharging her ipg. F/u identified the charger antenna had gotten hot the last three times she had used the charger. The heating of the antenna had caused the ipg area to become warm. The pt had lost weight, and was instructed to wear the belt while charging, and to charge for shorter durations. Further f/u identified the physician removed the pt's system due to elective removal.

Manufacturer narrative:
Add'l correction/removal reporting #: 1627487-12192011-001-c. This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.